Event description:
Patient was revised to address infection, osteolysis, and loosening of the femoral component and tibial tray due to the infection. (Left knee).

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no prior reports for the insert and tibial tray part and lot number combinations. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required for the patella was not provided. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a; rev. C. It was communicated that no additional information would be made available. Provided information marked on the device experience report is marked that the products are not suspected of failing to meet specifications or contributing to the reported event. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.